Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent dislodgment occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. After pre-dilatation was performed with a 15x15mm balloon catheter, a 2.50 x 16 synergy¿ drug-eluting stent was advanced to treat the lesion. However, as the device approached the target lesion, the stent was separated from the balloon. The stent delivery system (sds) was removed with the stent still remaining in the coronary system. Subsequently, an open heart surgery was performed to remove the detached stent. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent had detached inside the patient during procedure and was not returned for analysis. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings are evident across the entire length of the balloon wall, indicating that a full crimp was achieved between the stent and balloon. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. After pre-dilatation was performed with a 15x15mm balloon catheter, a 2.50 x 16 synergy¿ drug-eluting stent was advanced to treat the lesion. However, as the device approached the target lesion, the stent was separated from the balloon. The stent delivery system (sds) was removed with the stent still remaining in the coronary system. Subsequently, an open heart surgery was performed to remove the detached stent. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status was stable.